Manufacturer narrative:
The device was used during treatment and was returned for evaluation. There was no serial number noted in the initial investigation documents so we are unable to conduct a DHR review as a part of the investigation. A complaint history review was performed and found reports of the issue. This issue will continue to be monitored. The failure has been identified in the risk file. The surgical technique guide released at the time of the complaint (pn 500095 rev#d) provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. A failure can consist of, but is not limited, a system software crash, unrecoverable hardware failure, handpiece failure with no back available, tracker array failure or loss of contact with bone that is unrecoverable., etc. There is no indication in this complaint that the user did not follow the IFU. A relationship between the device and reported event has been established. A functional evaluation found that fuse on the siu was blown and the fuse was replaced. Therefore, the reported event could be confirmed. The root cause of the reported event was electrical component failure. There has been a corrective action opened to address this issue and it is being further investigated. Per complaint details, the device malfunction occurred during surgery but the procedure was changed to manual instrumentation to complete the surgery. Should additional supporting clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a tka surgery, the navio machine was setup as expected and initial registration and planning occurred with no issues. When commencing burring of the initial cut, the machine alerted a warning of a failure. The machine was restarted and a separate failure occurred. A reset was completed with repeating of the failure message, so the case was aborted and the procedure was finished with manual instruments. Surgery was delayed less than 30 min. The patient outcome is unknown.